Event description:
Endoscopic stapler didn't staple but it still cut. The patient is a previously healthy infant male who has had about a week of upper respiratory symptoms followed by abdominal pain and fevers. CT scan was performed and this demonstrated an enlarged thickened appendix, as well as thickening of the bladder wall and some right pericolic gutter fluid.findings: consistent with acute appendicitis. The patient does have a very extensive dilation of the small bowel, extensive fibrinous exudate. I could not identify a true perforation per se. The bladder wall was very thickened with multiple loops of small bowel densely adherent here. The patient was extubated in the operating room and taken to the recovery room in stable condition.